Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5065217) in united states on 28-oct-2016 who had essure (fallopian tube occlusion insert) implanted on an unspecified date. The consumer´s gynecologist conducted an ultrasound for severe pelvic pain and back pain, abnormal bleeding and severe cramping between cycles and stabbing pain in her left side of her abdomen. Ultrasound confirmed that essure coil implant in left ovary came out of her tube and was attached to the outer edge of her uterus. This requires a hysterectomy to avoid further damage. Current damage was unknown until after the procedure is performed in a week. Intervention/ hospitalization was mentioned but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed essure coil implant in left ovary came out of tube and it was attached to outer edge of uterus (interpreted as dislocation) and consumer also had abnormal bleeding. Consumer underwent hysterectomy to avoid further damage. Both serious events and anticipated according to essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Considering this information, causality between the event essure coil implant in left ovary came out of tube and it was attached to outer edge of uterus and essure was considered related. Regarding abnormal bleeding, after essure insertion abnormal genital bleeding and menses pattern changes may occur. Given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered incident, since a hysterectomy was performed. The product technical analysis and further information is awaited.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-dec-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed essure coil implant in left ovary came out of tube and it was attached to outer edge of uterus (interpreted as dislocation) and consumer also had abnormal bleeding. Consumer underwent hysterectomy to avoid further damage. Both serious events and anticipated according to essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. Considering this information, causality between the event essure coil implant in left ovary came out of tube and it was attached to outer edge of uterus and essure was considered related. Regarding abnormal bleeding, after essure insertion abnormal genital bleeding and menses pattern changes may occur. Given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered incident, since a hysterectomy was performed. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.